Event description:
It was reported that the patient experienced palpitations, shortness of breath, constant fatigue, chest heaviness, and a feeling of their heart racing at rest since implant. It was noted that the patient received rate responsive atrioventricular (av) pacing near underlying sinus rhythm while resting or asleep. A chest x-ray and an echocardiogram with av optimization were performed. The rate response setting was adjusted and the av delay was reprogrammed; however, the symptoms continued to persist. Rate response was then turned off and the patient still experienced symptoms. Per the physician, the patient experienced all of the symptoms prior to device implant and it could not be determined if the symptoms were related to a device issue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. No anomalies were found.